Event description:
It was reported that when using the bd vacutainer® push button blood collection set with pre-attached holder, the sleeve remained in vacutainer tube after it was removed from the holder. No patient impact or injury reported.

Manufacturer narrative:
Medical device type: jka. Medical device lot#: unknown . Medical device expiration date: unknown . Device manufacture date: unknownmaterial #: 367352. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.